Event description:
Pt developed pain and deformity due to fracture of polyethylene component. She went to surgery and had a cemented knee revision with removal right of old components and replacement. Implant placed in 1976 by a dr now deceased.